Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced and the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-00421 and 3006705815-2023-00422. It was reported that the patient is receiving ineffective therapy as a result of high impedances in one lead and a suspected fracture in the other lead. The patient is also experiencing migration of the ipg after significant weight loss. Surgical intervention may be pending to address the issue.